Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained about the insulin pump not functioning properly. Customer stated that she tried to deliver insulin bolus multiple times and the numbers on the screen would ramp on their own. Customer stated she did not want the insulin pup to be replaced. No further information reported.